Event description:
Chest discomfort at implant, bp 70/40; 2 echos verified pericardial effusion; lead abandoned; pt stable, no tamponade. Lead returned 1/22/01 for possible perforation, unacceptable thresholds. Not felt to be lead complication.